Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor. The introducer needle was inspected for burrs, hooks and dull needle tip defects none was found the introducer needle passed per specifications; however, unable to confirm adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor fell apart into 2 pieces while trying to insert into the body. Customer stated that she did not take the base off before insertion and so the sensor fell apart. Customer was changing out her sensor for a new one when the incident occurred last week. Customer stated that the hub assembly is not inside the serter and the catch arm is not bent. Customer was advised to return the complete sensor and will be sent a replacement sensor.